Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that immediately after placing the enhanced tr band 2 device, the fellow noticed a hematoma forming. Upon closer examination, the fellow noted that the balloon had deflated, and a small leak was noted in the balloon of the enhanced tr band. The medical doctor (md) placed another tr band (old model) proximal to the enhanced tr band, then removed the enhanced tr band. A second old model tr band was then used to replace the enhanced tr band. The patient was in stable condition. The procedure outcome was as desired. No medical or surgical intervention was required. Additional information was received on 11 may 2023: the procedure prior to the use of the tr band was a diagnostic cardiac catheterization. There was no manipulation of the band. The band was stored on a shelf in the cath lab.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) could not be reviewed as a valid lot/serial number was not provided. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).